Manufacturer narrative:
The impella device was not received, and an investigation was completed. The root cause of the positioning issue was determined to be an unintentional use error the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.

Event description:
The complainant reported that the patient encountered positioning issues, gastrointestinal bleeding (gi bleed), and hypotension during impella 5.5 support. Impella 5.5 was initially prepped, implanted into optimal position and started. However, following chest closure and suction alarm there was concern for impella position and depth. Transesophageal echocardiogram (tee), evaluated showed impella against the mitral valve and deep leading the physician to attempt optimization. Due to poor tee imaging, left ventricle access was lost with impella in the aorta. Impella placed in surgical mode while the physician attempted to recross without success. It was at this point when the chest had to be reopened with again difficult manipulation requiring explant. The physician then was able to cross the valve, exchange for .018 wire and successfully advance the impella into position. Impella was restarted with optimal flows and good position. On (B)(6) 2025, initial plans were made to wean and explant the patient from the impella 5.5, however overnight the patient had significant episodes of hypotension and loss of pulsatility requiring increased impella support. Epinephrine and dobutamine medications were restarted as a result. It was noted that the patient experienced a gi bleed during this time, and heparin was discontinued. The patient was transfused with two units of packed red blood cells (prbcs). The bleeding subsided the following day and heparin was restarted. On (B)(6) 2025, it was reported that the patient had a loss of consciousness after sitting in a chair and moved back to bed. After this episode, the patient was re-intubated. The patient was hypotensive and impella support was increased, however suction alarms would occur if the impella was increased above p5. The patient experienced shortness of breath and left pleural effusion. The patient was transfused with 1 unit of prbcs. The following day, the patient was transfused with an additional 2 units of prbcs. On (B)(6) 2025, heparin was discontinued due concerns of ongoing bleeding and a plan was made for impella 5.5 explantation. The patient was successfully weaned and explanted. The patient remained on vasoactive medication for support as recovery continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿